Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient was having accidents in her pants and fecal urgency was going through her. It was all diarrhea and the patient was refusing to eat. The patient was not sick (had been tested to make sure she wasn't sick). The caller stated maybe the patient wasn't doing the patient program right and wondered how long she had been on this program. Regarding if the patient had relief, the caller stated the patient did when she first started and then all of a sudden the patient felt it was the flu, or something she was eating, when it changed. At first it was a miracle and even worked on her bladder. The patient went out to eat the other night and the patient wasn't gone longer then 20 minutes and had pooped on herself. When they called the first time they could take it up to 2.0v. The patient was having this issue with whatever she eats. The caller thought that the change started (B)(6) 2014. The patient was on program 2 at 3.2v with lightning bolt. The caller wanted to up the patient settings. The patient went up to 3.8v. The following service or education issue(s) were observed by the patient services agent: patient lacked basic understanding of patient programmer use, the therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0fxgg, implanted: (B)(6) 2014, product type lead. (B)(4).